Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing detachment from connector on (B)(6) 2024. Infusion set was in use for 2-3 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information.